Event description:
During an interventional procedure, a stent came off the balloon portion of the catheter and was trapped on the distal end of the guide catheter. The stent was retrieved and removed.